Event description:
On 19/aug/2024, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was admitted into the hospital on (B)(6) 2024 with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained which grew the bacteria pseudomonas (species not provided). The patient was treated with antibiotics with cefepime (dose unknown) intra-peritoneal (ip). Subsequently, on an unknown date, the patient was discharged home on an unknown date and continues pd with the same cycler. The patient is recovering from the peritonitis event. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. Furthermore, the nurse stated a breach in infection control involving the patient is a suspected cause and the nurse indicated that the patient has been re-educated on infection control practices for pd therapy.